Event description:
User experienced discrepant estradiol results for one sample from a pregnant female. Initial result gave 20 pg/ml; repeat gave same result. In 2008, the same sample was repeated twice resulting at > 4300 pg/ml and with dilution 6100 pg/ml. No information provided to determine if the estradiol measurement was performed in the course of ivf (in vitro fertilization) testing, or if patient was adversely affected. If additional information is received, appropriate notification will be provided.